Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium and titanium. It is further alleged that as a result the patient was forced to have the device surgically removed and upon removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.

Manufacturer narrative:
An event regarding wear and abnormal ion levels involving an accolade stem was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. No medical records or x-rays were made available for evaluation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing discomfort in the area of her device and initial diagnostic workup revealed gross failure of the accolade trunnion and marked elevation of serum cobalt, chromium and titanium. It is further alleged that as a result the patient was forced to have the device surgically removed and upon removal, it was apparent the device had failed causing gross deformation of the accolade tmzf stem together with severe and permanent tissue and muscle damage.